Event description:
It was reported that, during the implant procedure, the atrial lead had no sensing and no capture. However, the lead was not implanted and another lead was implanted. No patient complications were reported as a result of this event. Patient outcome: "ok".

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected adverse event and patient outcome. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. Blood was observed on the distal conductor and in/on helix mechanism.